Manufacturer narrative:
The investigation was completed on 08-jan-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000462 and no internal actions related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. H4. Device manufacture date have been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and the plastic part blocked the entrance inside the vizigo sheath (hemostatic static valve dislodged) issue was observed. The physician experienced difficulty when trying to insert the varipulse inside the vizigo sheath. After removing the varipulse from the vizigo sheath, they noticed some plastic part that blocked the entrance inside the vizigo sheath. After changing the vizigo sheath, they finished with the procedure. There was no patient consequence reported. Additional information was received. The section that the issue was observed was the hemostatic valve. It was broken/cracked. The hemostatic valve dislodged inside the hub. The brim cap / hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. There was no blood return observed.